Event description:
It has been reported that a patient underwent a revision surgery on (B)(6) 2016 due to pseudarthrosis at the l5-s1 level and hardware failure at the l5-s1 level (another manufacturer's product). During this procedure, all of the other manufacturer's product was removed from all affected levels - t9 through the iliac crest - and replaced with the capsure ps system. Subsequently, in (B)(6) 2018, the patient reported feeling an "audible pop". Revision surgery was performed on (B)(6) 2018 due to pseudarthrosis and hardware failure. During this procedure it was noted that the rod was fractured on the right side of the construct between the l3 and l4 levels; multiple set screws were found loose. The surgeon removed and replaced the fractured rod and loose hardware. No complications were noted during this procedure.